Event description:
The bioprosthesis was removed due to mitral insufficiency. The surgeon noted that the pt had experienced increased dyspnea on exertion, cough and decrease in activity. The valve had been implanted 126 months. Pt age at implant 69.